Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had first hip replacement done made by zimmer with a duram cup. Patient reported having constant problem with it and had it removed on (B)(6) 2015. Surgeon installed a depuy total right hip with the whole deal. Patient has since had 6 more replacements due to infections and one dislocation. Patients indicated that the reason for the complaint is that the replacements have brought physical and mental damage that has caused patient to lose a reasonable quality of life.